Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid and bupivacaine at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient experienced back pain. On (B)(6) 2014, a MRI was performed for an unknown reason. In (B)(6) 2015, the pump had gone to end of service (eos)/normal battery longevity. In (B)(6) 2016, another MRI was performed. When the company representative came out to check the pump after the MRI, she noticed the pump had reached eos some time ago. The patient had not mentioned hearing an alarm. Additional information was received, on (B)(6) 2016, that the patient requested a healthcare provider (hcp) to remove the pump. It was noted there was a "huge issue." The hospital was negligent in taking bone fragment out of the patient's back. The patient suffered severe leg pain, pins and needles, down both legs and all the way up into the pelvic area. The patient's bowel and bladder were affected. It also affected the patient sexually. This was noted to have occurred 2-3 months ago. The patient has had pain for 4 to 5 years. A bone fragment was not removed in time, and now the patient has cauda equina. It was noted the patient went to the hospital immediately after he fell in 2011, and the emergency room (ER) sent him home. The patient called the healthcare provider's office first. It was reported the pump was hurting the patient. It had flipped almost completely over. The batteries were done, and there was no medication. The patient does need the pump anymore. It's at a point where it's hurting the patient. The pump did not work. It never took the patient's pain away. It was noted the patient broke his calcaneus. The patient then fell and herniated a disc, so the patient went to the hospital immediately. The patient was sent home by the ER. The patient called his managing hcp on the way down. The patient was told there was going to be a physician assistant (pa) there. There was no pa there. The hospital did not operate on the patient in time. The hospital sent the patient home and the patient went back the next day. The patient's managing hcp admitted him to the hospital. The patient was put on 4 days of medical management. The patient was administered pain killers and steroids, and then was sent home again. The patient had the bone fragmentin his back for 3 weeks. It caused permanent nerve damage. The patient told his hcp he was in pain, it was controlling his life, he was tired of being in pain, he was ready to lose it, and was ready to off himself. The patient asked the hcp about the nerve damage. It was noted the hcp would "drill him if it was red and swollen." T was noted the patient had back surgery 10 years earlier. The patient knew the game. No further information was provided by the patient. The event date was unknown. No interventions were mentioned. Further information was received that the patient called a manufacturing representative, on (B)(6) 2016, indicating he wanted his pump removed. The patient has not had medication in the pump since (B)(6) 2015. It was noted the patient wanted someone to give him drugs, but no one will. The patient was scheduled at one point to have the pump removed by another hcp, but that never happened. The patient was provided with physician listings, but he had not called any doctors to date. It was noted the patient would call the manufacturer if he needs more physician listings. Information was received that dr. (B)(6) was no longer the patient's hcp. The clinic had not seen the patient for several months. It was noted the manufacturing representative checked the patient's pump before the MRI. The pump had been out of drugs for months. Additional information has been requested regarding the troubleshooting performed, diagnostics performed, actions/interventions taken, the outcome of the event and the cause for the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received that the patient does not want to be alive anymore. The reporter said he will take a butcher knife and cut the pump out if he has to. An attempt was made to provide the patient with a physician listing, but the caller refused. The patient was redirected to the suicide hotline. Further information was received that the patient called every week and continued to call because he needed physician listings. The patient expressed dissatisfaction with the locator listings he was previously provided. It was stated "so I have to do this all by myself and be stuck with this pump for the next 20 years." It was noted the primary care physician (pcp) also called and requested a physician listing. The caller reported he has been working with his pcp and has an appointment scheduled with a neurosurgeon on (B)(6) 2016. The patient, however, did not want to wait that long to get his pump out. The caller was unsure if the new physician would take the pump out. It was discussed that an appointment in a couple weeks was good since surgeons sometimes can be booked out. It was also discussed that another physician listing would be sent to the patient that will include physicians further out than (B)(6). No further information was provided.